Event description:
This device was explanted due to the concern of a device malfunction.the healthcare professional has been informed that the explanted deviceshould be returned to cochlear. The patient now has a functioning implant in the contralateral ear.